Manufacturer narrative:
The customer disconnected, the reconnected the footswitch, and it went back to normal operation. The customer did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
A customer reported the footswitch stopped working during a procedure. The customer disconnected and reconnected the footswitch and it went back to normal operation. There was a 20 minute delay. There was no harm to the patient.